Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a dexcom g7 reading of 56 mg/dl and a confirmatory fingerstick of 59 mg/dl, after which the user rapidly consumed multiple high-carbohydrate foods and beverages and then announced a normal breakfast. Symptoms included feeling foggy and sweaty. Outcomes included recovery of glucose to 112 mg/dl during the call and maintenance of glucose within range thereafter. Investigation included troubleshooting and education on hypoglycemia treatment, including use of measured 15 grams of fast-acting carbohydrates with timed rechecks to reduce overtreatment and rebound hyperglycemia. Investigation of this case revealed no device malfunction and suggested that user management of the low, including overtreatment, contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management of hypoglycemia rather than device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.